Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed at the connection of an IV catheter extension set and a non-baxter catheter during infusion of an unknown IV fluid. The customer also reported that operator was unable to securely connect both devices and believed the threads of extension set luer may be defective. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available. This medical device report is report 3 of 3.

Manufacturer narrative:
(B)(4). A batch review will be performed. The sample is not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.